Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold, loss of capture and phrenic nerve stimulation were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and was inconclusive. The physician suspected a micro-perforation. The issues were resolved by repositioning the rv lead. The patient was in stable condition and experienced no adverse health consequences.